Event description:
Customer alleges a patient on this bed was labeled 'do-not-resuscitate' and expected to die. The patient did in fact expire. Customer states that the patient was removed from the bed and 3 days later, when a new patient was being placed on the bed, the account found that the head section was damaged. The customer states that customer cannot associate the head section being damaged with the patient expiring but customer still filed a medical device report with FDA.